Manufacturer narrative:
Block h4: manufacturer date corrected from 10/31/2025 to 10/31/2023. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."

Event description:
It was reported that a pioneer plus catheter was used in a therapeutic peripheral procedure in a severely calcified mid sfa. During use, the catheter became kinked and approximately 4 cm of the distal portion separated within the patient. An endovascular snare was used to successfully retrieve the retained distal portion. Fluoro x-ray confirmed that no piece was left in the patient. No patient injury reported. This adverse event and product problem is being submitted due to the tip separation requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2: date of birth not provided. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block g2: user facility #: (B)(4). Blocks h3 & h6: the pioneer plus catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the pioneer catheter was returned for evaluation. Block h3: the pioneer plus catheter was returned in two pieces. The first portion included the distal tip, distal and proximal fillets, the scanner body, a portion of the distal sleeve, and the entire polyamide; measuring approx. 1.7 cm in length. The second portion included the distal sleeve, handle, and connector; measuring approx. 120 cm in length. The combined portion is within the overall catheter working length of 120 cm +/- 2 cm. At the location of the separation, microcables were exposed with sharp edges of non-malleable material observed. Additionally, sections of the polyamide were damaged with no missing material observed. Block h6: the probable cause of the separation was likely damaged during removal/handling from the patient. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.